Manufacturer narrative:
The device was returned for evaluation. No specific failure mode was reported; however, a needle to cuff miss and link detachment were identified. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Although a specified failure mode was not reported the device was returned for analysis and an anterior needle to cuff miss and link detachment were observed. The investigation determined the noted difficulties appear to be related to operational context of the procedure as it is likely the anterior needle to cuff miss occurred due to device angle placement such that the anterior needle was deflected. The reported material separation (link detachment) appears to be related to operation context of the procedure as it is likely the posterior cuff detached from the link due to handling during removal of the suture. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is being filed under separate medwatch report number. Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery using the preclose technique prior to a percutaneous coronary intervention (pci) procedure. Reportedly, the two proglide devices did not work. Two additional proglide devices were used for successful suture placement using the preclose technique. The pci procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.